Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment will not stay in mouth, not just the screw, but the abutment. There were previous complaints on this abutment. The patient is being referred to the surgeon to review the implant. Tooth- 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® bellatek® titanium abutment 5.0mm, ildat5 with crown attached, was returned for investigation. Visual inspection via naked eye and camera magnification revealed no damage or manufacturing deviations which could cause or contribute to the reported event. The abutment was seated on an in-house implant without any hindrance. The unknown iunihg screw was not returned. Appropriate documentation was reviewed. Review of the digital design files was performed. Lda abutments are scanned and designed within the lab. Zimmer biomet only mills the design received through 3shape software. Therefore, a comparison between the customer design and the product should be performed. As the returned abutment has a crown attached the abutment export milling file was also used for the comparison (image iii). No discrepancies were observed. Device history record (DHR) review was completed for the subject lot number (8625501-1). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A DHR review could not be performed as the lot number associated with the reported screw (iunihg) was not available ¿ the screw in this complaint is not the one bundled with the abutment as it was not the original screw. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events a lot specific complaint history review is not conducted for psp complaints as patient specific products have a unique one time use lot number. Based on the available information, abutment malfunction did not occur. However, screw malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: changed "yes" to "no". H10: added manufacturer narrative h3 other text : device not returned.